Manufacturer narrative:
Concomitant products: product ID: 8590-1, lot# n193633, implanted: (B)(6) 2009, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
It was reported the patient was admitted to the hospital (B)(6) 2013, with the following symptoms that have been going on for "a couple of weeks on and off": sickness, "excruciating" pain, beyond normal pain levels, inability to remember anything, nasty taste and smell in sinus cavity resulting in inability to eat. Per the reporter it took 6 hours of titrating morphine to get the patient to ¿normal¿ levels. It was reported the patient had not heard any alarms but the patient was unreliable as he was deaf in one ear. The hcp intended to run tests on the pump. The pump was used to deliver bupivacaine and morphine. Additional information later reported the patient also experienced nausea, sweating, dysphoria ,confusion, and cold sweats and reporting having strong foul odor in nose and mouth. Per the reporter the hospital had ran tests on the patient and they cannot find a reason for his symptoms. Per the patient¿s family they suspected symptoms are related to the pump but the pump managing hcp was telling them the pump was functioning fine. The patient¿s family also reported states dissatisfaction with their hcp service. The hcp had been coming to the hospital to check the pump and per the reporter the hcp was telling them they did not think it was the pump and didn¿t want to investigate the pump. Per the family the patient had asked to see the pump interrogation reports but the hcp refused to show the patient or tell them what the reports were saying. The patient saw his hcp last about 1 month ago. The patient was supposed to have an appointment the day of the report with his hcp but was in the hospital and that the hcp would not come to the hospital to see/check the patient/device but sends a different hcp. It was also noted that an MRI was done to check catheter position. Per the patient¿s family they ¿dropped¿ patient dosing in the pump in case of overdose but the reporter stated the patient was having underdose symptoms. It was also noted the patient had been really ¿bad¿ the past 2 months, sick off and on and in pain. Per the reporter the hcp interrogated the pump but would not give or discuss any of the reporting information with patient. Per the patient¿s family they were suspecting a "rotar stall" issue with the pump. Additional information later reported the patient was in the hospital for 3 days. Per the reporter the patient was ¿just as sick¿ as he was before he entered the hospital and the patient didn¿t want to go back to the hospital because they didn¿t do anything for him the last time. The patient had been, dizzy, lightheaded and body just didn't feel right all weekend long. Per the patient¿s family the patient was currently ¿stuck¿ because hcp doesn't seem to care, ignores the patient¿s symptoms. Per the reporter, in their opinion, ¿there was no other medical reason for the illnesses that are occurring, the patient was experiencing withdrawal symptoms and the morphine must not be getting to him or something¿ . It was also noted the patient¿s pump had been alarming since yesterday, (B)(6) 2013, and then also stated this past weekend the patient heard alarm. The patient¿s family reported calling into the hcp¿s office to let them know the patient was on his way to have the pump checked. The patient¿s pump alarm had gone off 4 times already and the patient was extremely sick and in pain. It was also noted the patient was seeking a new hcp. It was also indicated per the reporter the patient has had pump for 4 years now and thinks pump is to the point where it needs to be replaced.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received and it was reported that the patient was seen on (B)(6) 2013 in the hospital by the pump managing physician. It was noted that the patient was last seen for a pump refill in (B)(6). At that visit, the patient stated that he had more good days than bad days. The pain was tolerable and he desired no increase in the pump dosing. Shortly after that visit, the patient started having increasing pain; approximately two days per week. The patient felt "lousy," his back pain would be uncontrolled, and per the patient's wife he experienced confusion. The patient hadn't called the office or made any contact letting them know that he was having increased pain. The patient denied any trauma or incident. The patient had some increase in muscle spasm in the lumbar spine. On examination, the patient had tenderness from l4 through s1. An MRI was planned. The pump dose was increased 7%. The patient was seen again the next day. The MRI on (B)(6) 2013 confirmed there was no granuloma at the tip of the catheter. There was nothing noted that would create a substantial change in his overall level of pain. The patient felt that his pump was malfunctioning; however, the volumes had been consistent and nothing abnormal was noted in the pump logs. The hcp (healthcare provider) believed that the pump was working. The pump stalled due to the MRI on (B)(6) 2013 at 1241 and recovered (B)(6) 2013 at 1302. The patient was continuing to have pain over his lumbar spine. The 7% dose increased did not alleviate the patient's pain. The most effective thing for the patient had been a one-time morphine dose of 4 mg intravenously. The patient was asked if he'd like a decrease in his pump dosage so that they could confirm with him that the pump was functioning and the patient declined. The patient had "some suicidal ideation and states that he has asked his wife to shoot him with a gun as well as he thought that he might shoot himself with a gun," so the hcp was planning to have psychiatry speak with the patient on (B)(6) 2013 prior to discharge. The patient had a pump refill appointment and general follow up appointment scheduled for (B)(6) 2013. On (B)(6) 2013 the patient came into office. He stated that he wanted his records he was going somewhere else. The patient stated he was still in pain and felt that the intrathecal pump was not taking care of his pain, so he would go somewhere else that would give him medication for his pain.